Event description:
Hospital staff were treating a patient requiring external pacing. Reportedly, the device would not pace. A back up device was obtained and treatment was continued the reporter stated that the reported event delayed patient care. The patient was not resuscitated.